Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the display was dim and discolored and a crack was observed in the battery compartment. Unrelated to these issues, the pump was unable to pair with a test transmitter due to cs 215 cgm failure warnings during testing; the wireless communication had failed. The pump was opened and a cold solder connection on transceiver board was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display and a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.